Manufacturer narrative:
Investigation revealed that there was no system malfunction. According to the case logs, the root cause of the issue is due to tracking errors and draping techniques. Tracking errors can occur if the position of the flat panel fluoro fixture (fpff) and/or the drb moves in the time between when the x-ray was emitted and when the image is received by excelsiusgps. Patient breathing or using the refresh button to capture images can increase the possibility of a tracking error. Additionally, the drape on the fpff was folded over and obscured at minimum one of the passive markers based on an image that was received in the initial report. This can lead to added difficulty in tracking the fpff, particularly as the camera and c-arm move with respect to each other and the drb. Ultimately, the user proceeded appropriately by not accepting images with potential registration inaccuracies. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to issues with merging, and screws were then placed without robot. This event occurred in switzerland.